Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a damage to the insulin pump's battery side and clip rail. The customer reported a blood glucose value of 29 mg/dl. The customer was hospitalized and treated with glucose/carb intake. The event involved product(s) mmt-342, mmt-7040a, mmt-441ak, mmt-1884l. Troubleshooting was performed, and the customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. No product return is required for mmt-342. No product return is required for mmt-7040a. No product return is required for mmt-441ak. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
No crack at the belt clip rails noted during visual inspection. The pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at.08665 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) event date of (B)(6) 2025 and related svn#: (B)(6) event date of (B)(6) 2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(6) event date of (B)(6) 2025 and related svn#: (B)(6) event date of (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the primary svn#: (B)(6) event date of (B)(6) 2025 and related svn#: (B)(6) event date of (B)(6) -2025, these pump error(s)/alarm(s) were noted: sgcalibrationerror (776) was found on: 02/07/2025 16:00:58.000; 02/07/2025 19:26:15.000, 02/07/2025 19:29:19.000; 02/09/2025 14:31:44.000, 02/09/2025 14:32:20.000; sensorerroralert (801) was found on: 02/07/2025 16:14:43.000. Lostsensor1alert (780) was found on: 01/14/2025 21:47:00.000, 01/14/2025 21:57:00.000; 01/15/2025 23:43:00.000, 01/15/2025 23:53:00.000; sensorexpiredalert (794) was found on: 01/14/2025 21:16:59.000. Lostsensor2alert (781) was found on: 01/14/2025 22:16:00.000, 01/14/2025 22:26:00.000; 01/15/2025 00:25:47.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sg calibration error, sensor error alert, lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Insert battery alarm was found on: 01/13/2025 12:41:09.000; 01/17/2025 00:45:48.000, 01/17/2025 00:55:00.000; 01/17/2025 01:07:50.000, 01/17/2025 01:09:28.000; 01/17/2025 01:09:34.000, 01/17/2025 01:19:00.000. Pump error 23 alarm was found on: 01/17/2025 00:56:04.000; 01/17/2025 01:06:00.000. Power loss alarm was found on: 01/17/2025 01:34:40.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.51 mv). The pump was received without a battery. The pump was received without a battery cap. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery side of the pump during analysis. Cosmetic damage at the belt clip rails was not confirmed. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.